Manufacturer narrative:
The reported event of helix stretch was confirmed, but the reported event of positioning failure was not confirmed. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited unstable helix while being positioned, which then repositioning was attempted. Thereafter, stretched helix was noted on the rvlp. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. The patient was discharged home eventually.